Manufacturer narrative:
(B)(4). Investigation completed and product evaluated with no defect found on returned meter. Customer returned a wrong vial lot strips;unable to evaluate. Most likely underlying root cause of malfunction: user's test strips had a poor storage.

Event description:
Customer complains of low results. Customer states that feels well and requires no medical attention. The customer's expected blood result is 80-200mg/dl fasting. Verified the strips expire 11/30/2018. Customer confirms the strips have been removed from original vial for storage. The customer stated that transfered her strips form one vial to the other. Reviewed meter memory: (B)(6). Memory concerns:with all the results customer tested blood glucose today at 3:21pm (non fasting) and obtained results of 59mg/dl and at 12:04pm she got 50mg/dl.( non fastign).